Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a supply change, the ilet remained on the "do you see drops?" Prompt and insulin delivery was not resumed, leading to a high blood glucose of 400 mg/dl; the issue was associated with the infusion set and cartridge, with the infusion set deployed or connected incorrectly, and was addressed through troubleshooting and education that completed the supply change process and resumed therapy. Symptoms included hyperglycemia. Outcomes included the use of subcutaneous insulin via pen and return of glucose to normal later the same day. Investigation included customer troubleshooting and education to complete the supply change steps and reinitiate delivery. Investigation of this case revealed that insulin delivery had been interrupted due to the unresolved supply change prompt. It was concluded, based on previously established findings for similar reports, that user interaction during the supply change and infusion set handling caused the event.